Event description:
While sitting in a wheelchair the pt got their right ring finger caught in the front aspect of the chair portion of the wheelchair. Pt had a near amputation of the tip of the right fourth distal to the "dip" joint.